Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shut down. Customer reported that the station kept rebooting. When it did come up and nurses begin their workflow, the station unexpectedly shuts down again. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shut down. A field service engineer performed multiple reboots of the station. Accessed hardware test application (hta) and opened all drawers on the main unit, removing expired pills and alcohol swab packaging from multiple drawers. The user was able to access pyxis without further rebooting. The system functioned as intended after the field service engineer repaired the device.